Manufacturer narrative:
(B)(6): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip movement requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted that after deployment of the clip, the posterior mitral leaflet (pml) was not completely grasped and part of the chordae was noted to be grasped. A ntr clip was deployed directly on the medial side of the first clip, reducing the mr to 1. It was noted that the gripper line was removed before clip deployment and only 1 final arm angle (faa) was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. It was reported that the physician did not perform the second final arm angle test after lock line removal and the gripper line was removed before clip deployment. It should be noted that, per the intended use section of the mitraclip system IFU which states that establishment of final arm angle needs to be performed post lock line removal. Additionally, the mitraclip system IFU states that if clip placement and/or mitral regurgitation (mr) reduction is not satisfactory after deployment (step:2 delivery catheter shaft detachment), do not proceed to deployment step 3. Intervention may be required to remove the clip. Based on this information, the user did not perform the second final arm angle test after lock line removal and the gripper line was removed before clip deployment. There is no indication that the user technique influenced in the reported failure to adhere or bond. All available information was investigated and the reported difficult leaflet grasping appears to be related to patient morphology/pathology (thin and restrictive posterior mitral leaflet). There is no indication of a product quality issue with respect to manufacture, design or labeling.